Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported an incomplete capsulorhexis, sideport and nucleus fragmentation during laser assisted cataract surgery. A niche was created in the posterior capsule requiring an anterior vitrectomy followed by conversion to extracapsular cataract surgery. An iris claw intraocular lens was implanted and six sutures were required to close the incision. It was also reported that prior to opening the incisions a film in the anterior chamber was noted and indicated by the surgeon that this could have blocked the laser. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).